Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The device was received loaded on to the customer's guidewire. The device was successfully tracked over the customer's guidewire and removed without issue. A visual examination of the returned device found that the balloon had been inflated. No issues were noted with the balloon material. A visual examination of the markerbands identified no issues. Both markerbands were present, undamaged in the correct position on the shaft. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination identified no damage to the tip of the device. This concludes the product analysis.

Event description:
It was reported that balloon could not be removed from the wire. A 7.0 x 40, 75cm mustang balloon was selected for angioplasty procedure. During the procedure, it was noted that the balloon would not cross the non-bsc guidewire. Subsequently, the balloon could not be removed from the wire during removal. The balloon and wire were both removed, with the wire still stuck inside the balloon's wire port. The procedure was completed successfully. No patient complications were reported.

Event description:
It was reported that balloon could not be removed from the wire. A 7.0 x 40, 75cm mustang balloon was selected for angioplasty procedure. During the procedure, it was noted that the balloon would not cross the non-bsc guidewire. Subsequently, the balloon could not be removed from the wire during removal. The balloon and wire were both removed, with the wire still stuck inside the balloon's wire port. The procedure was completed successfully. No patient complications were reported.